Event description:
The patient arrived to the cardiovascular intensive care unit (cvicu) with pulmonary artery catheter (pac). An x-ray was performed at this time. The x-ray report noted that the pac position was very distal; abnormal pulmonary artery waveform was later noted, and x-ray results were reviewed. Md to bedside to manipulate the pac. During the procedure hemoptysis was observed, pt decompensating despite resuscitation efforts per advanced cardiovascular life support (acls) protocol. The patient was pronounced deceased approximately 3 hours later. Physician wondered if there may have been an issue with the lock at the neck that may not be functioning properly and therefore allowing the catheter to migrate further distally inside the pulmonary artery.